Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this brady lead was explanted due to helix issues. This lead was out of service. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to helix issues. This lead was out of service. No additional adverse patient effects were reported.